Event description:
The surgeon was performing a laparoscopic ventral hernia repair. He was using a harmonic stapler to take down the hernia. One of the jaws of the hand piece broke off inside the patient. The piece was easily retrieved.